Event description:
It was reported that the right ventricular lead was oversensing noise resulting in inhibited pacing. The dependent patient has a history of congestive heart failure. The lead was reprogrammed to doo and the patient was stable after reprogramming. On (B)(6) 2017, the patient presented for lead revision. The lead was capped and replaced. The patient tolerated the procedure.